Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) device displayed elective replacement indicators (eri). There was concern that the increasing charge time resulted in this device reaching eri earlier than expected. No adverse patient effects were reported.

Manufacturer narrative:
Despite attempts to obtain further information, none could be obtained and boston scientific cannot confirm nor deny the reported clinical allegation. Should additional information become available, this event will be updated.